Event description:
On 07/07/2025, a sales representative reported via phone that an ar-1588rtt2-ib fibertag tightrope ii implant for the internalbrace technique experienced an issue with the white loop attached to the graft breaking upon tensioning inside the patient. The case was completed by removing the broken suture and the graft from the patient. A replacement ar-1588rtt2-ib fibertag tightrope ii implant from the same lot was used without issues. There was a 40-minute case delay, and a larger incision was made to retrieve the broken implant. It is uncertain if added anesthesia was administered to the patient. This was discovered during a quad tendon acl procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error, specifically, the application of excessive force during suture tensioning. Improper techniques, such as pulling too forcefully or adjusting the suture against a sharp or rough edge, may result in suture breakage. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.